Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient in response to follow-up reported that the implant was jumpstarted and they would have to get a new implant in their back at the first of the year. Additional information received from the patient reported that they received a new antenna and was still working with the manufacturer representative (rep) to get the battery to work at the time of this report as the stimulator was not working. They were currently preparing for another surgery to get a new pain stimulator battery put into their back.

Manufacturer narrative:
Concomitant products: product ID 3708120, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
Information received from a consumer regarding an implantable neurostimulator (ins). The indication for use included failed back surgery syndrome. The patient reported feeling a shock at the ins site in (B)(6) 2015 while at a game. They turned stimulation off and the shocking stopped. The patient said that when they got home they tried to turn stimulation back on and were unable to with both the patient programmer and recharger. The patient noted that they had fallen two days prior to the shocking. On (B)(6) 2015, the patient reported seeing the poor communication screen on the patient programmer and was unable to communicate with the ins using the recharger. The patient reported that they last felt stimulation and last successfully recharged about a month ago. It was reported the patient met with their health care provider (hcp) two weeks ago, but no imaging was performed. The patient planned to meet with their hcp and a manufacturer representative on (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.